Event description:
The engage introducer was used for an endovascular procedure of mechanical thrombectomy in stroke and the procedure was 2 hours and 30 minutes long. The device was left in and fixed to the femoral access site with a suture stitch and a transparent, sterile bandage. After flushing and testing the device properly, the access sites were closed and the patient was moved to the ward. Later, the access point of the device was swollen and significant blood loss caused by the detachment or failure of the valve part was observed. The patient died before any steps of intervention could be made. No other information is available.

Manufacturer narrative:
The reported event of a leak was confirmed. The results of the investigation concluded that the extension tubing (sideport tubing) had been detached from the sideport of the hemostasis body. The sideport tubing was not returned for analysis. The cause of the reported sideport tubing detachment could not be conclusively determined. The engage introducer instructions for use (IFU) states that upon removal of hemostasis introducer, proper precautions should be taken to prevent bleeding. The engage introducer instructions for use (IFU) recommends the user to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.